Event description:
An external blood leak was found during a dialysis treatment. There was no pt injury or medical intervention.

Manufacturer narrative:
Investigation defective dialyzer was not available for analysis so exact cause of failure could not be determined. According to info in complaint, leak occurred at sealing plug on front of dialyzer. Based on this info it can be concluded that leak most probably was caused by a defective or damaged sealing plug. Safety analysis hazard to pt safety of an external blood leak is directly related to volume of blood loss and pt current/past clincial history. Based on retrospective review of external blood leak complaints due to sealing plug leakage, there is a low likelihood that loss of extracorporeal blood circuit will result in a serious injury. Defective or damaged sealing plug normally causes a minimal leak of blood droplets and in no case a sealing plug leak has resulted in any massive blood leak. Follow-up action a review and investigation of process equipment used to manufacture plug as well as plugging station in dialyzer assembly line were done to find possible reasons for defects or small damages to sealing plug which occasionally may cause leakage. Plugging stationdesign was reviewed and a small change was done to plug entrance channel to facilitate movement of plug and avoid random damages. Activities on plugging station wee done on 10/3/96. Adjustments of complete plugging station have earlier been rechecked on 8/9/96. As part of a continuing improvement program moulding tool for plug was polished to avoid any occurrence of surface roughness. This action implemented 9/2/96 will facilitate movement of plug in plug station and reduce any possibilities for random damages to plug. Lot was produced 8/23/96. Review of lot history files do not indicate any deviation duiring production of this lot.